Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced hernia recurrence; chronic abdominal pain; revision surgery.

Manufacturer narrative:
Additional information: a4, b5, b7, d8, d10, e1, e4, g1, h6 (ime, imf codes). D10: concomitant products - parietex mesh, lot#: smi00557 (left inguinal), product ID: tect1510al; parietex composite mesh, lot#: p lh00280, product ID: pco1510x. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced hernia recurrence, chronic abdominal pain, pain, cord lipoma, right groin pain, and cellulitis. Post-operative treatment included revision surgery, hernia repair with new mesh, and medication.